Event description:
The customer reported there is no display when the ventilator is powered on. The ventilator was not in use. The customer says they believe the issue to be the cable that connects the ui pcba to the pm pcba and requested the part number from the remote service engineer (rse). The rse provided the part number to the customer. Further information is pending.

Manufacturer narrative:
The customer did not respond to multiple requests for additional information. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.